Event description:
During an unk procedure, the device had error code l3-009. Same defect occurred even if replaced probe. Not noted how case completed. No pt consequence. One device returning.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of l3-009 errors. The analysis results found that the holster displays l3-009 green cable error during initialization of functional test because the pcb board is not calibrated within specifications due to the encoder is not working properly. Verified pcb board calibration per service bulletin 04-007 (calibration required). The site performed sb 04-007 and replaced the encoder to correct the customer's complaint. The holster was functionally tested and found to meet specifications.